Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery (rca). A 3.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.